Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo at distal end.

Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient lost therapy. An impedance check was performed and revealed high impedance. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
Further review revealed (patient sex) was inadvertently not selected on the initial report.